Event description:
It was reported that during an embolization procedure, a system of a guiding catheter, guidewires, and a microcatheter was used to deliver the subject stent to the treatment site. The physician noticed that there was resistance when advancing the subject stent so he decided to retract the stent (subject device) but was not successful. Both the subject stent and the microcatheter were removed from the patient. The subject stent delivery wire was found fractured upon retrieval. The patient's anatomy was moderately tortuous. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
D4 expiration date - added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. H4 manufacturing date ¿ added. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the device was returned together with the microcatheter and the stent delivery wire was found to be deformed/no breakage noted. The stent was found to be deployed inside returned microcatheter. The stent was found to be deformed. During functional inspection, the breakage was not confirmed during visuals. Stent difficult/unable to advance or pullback through catheter test was unable to perform as the stent was found to be deployed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Addition information received indicated that the device was prepared/set-up for use as per the directions for use, the device was confirmed to be in good condition prior to use and continuous flush was set up and maintained for the duration of the clinical procedure and the patients anatomy was moderately tortuous. The device was returned and it was found that the stent had been deployed within the returned microcatheter, the stent delivery wire was noted to be deformed and not broken/fractured as was reported, the stent was noted to be deformed when removed from the microcatheter. An assignable cause of not confirmed will be assigned to the reported 'sdw broken/fractured during use', as the issue included a returned product review (visual, physical, and/or performance testing) which showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event. It is probable that the sdw was damaged during advancement through the microcatheter and subsequent stent deployment with in the microcatheter as a result of the tortuosity of the patients anatomy. An assignable cause of procedural factors will be assigned to the reported 'stent difficult/unable to advance or pullback through catheter' and to the analyzed 'sdw deformed', 'stent deformed', 'stent deployed prematurely during use', as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during an embolization procedure, a system of a guiding catheter, guidewires, and a microcatheter was used to deliver the subject stent to the treatment site. The physician noticed that there was resistance when advancing the subject stent so he decided to retract the stent (subject device) but was not successful. Both the subject stent and the microcatheter were removed from the patient. The subject stent delivery wire was found fractured upon retrieval. The patient's anatomy was moderately tortuous. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.